Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2020, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer had print quality issues that caused labels to not scan during administration. A technical support specialist (tss) found an uptime of over 1300 hours, confirmed the printer was connected, and checked its configuration, noting the darkness level was set to 15. Further, the tss ran the zd410 batch configuration to update the darkness to 30, then rebooted the station. The customer confirmed that the labels were working properly. The tss also instructed the steps to configure the printer. Disconnect the printer and uninstall the zdesigner zd410 driver, then reconnect the printer to allow the driver to reinstall automatically. Remove any duplicate zdesigner drivers so only one correct driver remains. Reconfigure printer preferences and printing defaults with required settings including landscape format, cutter mode, thermal direct media, continuous tracking, and proper dithering. Print a test page to confirm that the printer cuts and prints the label correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, printer had print quality issues caused labels to not scan. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.